Manufacturer narrative:
The surgeon applied excessive force to remove the nano fx guide wire causing it to break in the bone. However, the surgeon retrieved the broken nanofx guidewire from the bone and there was no harm to the patient or the user.

Event description:
Surgeon inserted the nanofx guide wire into the subchondral bone successfully through out the procedure. During the last impaction, the nano fx guide wire stuck in the bone. The surgeon applied excessive force to remove the same causing it break in the bone. However, the surgeon was able to retrieve the broken piece. This MDR (FDA medwatch form 3500a) is now being filed in accordance with the findings on form 483 (observations), received during our FDA inspection held in (B)(4) 2015.